Event description:
It was reported by the clinician that during a routine procedure, a swan ganz catheter was put in place and the physician noticed a small amount of bleeding through the valve. Upon removal of the swan ganz catheter, there was evidence of air coming through the valve. The sheath was removed without incident. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.